Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that stimulation was turning on and off by itself. The rep indicated the ins was turning on and off even though it was programmed at 0 v. The rep stated they were called on (B)(6) to attend lead and ins replacement. It was discussed with ins off the lead was probably touching the nerve cause the sensation of stimulation. It was noted the patient had a fall in (B)(6). The rep indicated the whole entire system was replaced. The rep noted the ins turning on and off had occurred multiple times starting in (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no indication of why the stimulation was turning on and off. The health care professional (hcp) stated that they discussed the true "off" ins and the mom insisted that she knew how to turn it off. The hcp noted that it turned on and off on its own. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that it tested and functioned properly at body temperature for 48 hours at 2.0 volts and for another 48 hours at 0.0 volts; no significant anomaly found. If information is provided in the future, a supplemental report will be issued.